Event description:
It was reported that during the implant procedure of this transcatheter bioprosthetic aortic valve the delivery catheter system (dcs) repositioned the valve twice due to too high of a position. The valve was successfully implanted. Approximately 4 years and 6 months following the valve implant, hospitalization occurred for an unspecified cause. There was concern of a transient ischemic attack (tia) or cerebral vascular accident (cva), however, this was not corroborated by the magnetic resonance imaging (MRI). Approximately 2.5 weeks following the MRI a transthoracic echocardiogram (tte) identified an increase of paravalvular regurgitation with a severity of mild-moderate. The pressure half time measured 588.4 meters per second (m/s). Patient symptoms and treatment were not reported. The physician indicated the pvl as causal to the valve.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop2329us (lot: 0010836890); product type: 0195-heart valves, delivery catheter system; product ID l-evprop2329us (lot: 0010801361); product type: 0195-heart valves, compression loading system; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.